Event description:
It was reported that the shaft of the 6mm/200mm armada 35 balloon catheter was observed to be leaking at the hub by the black marker during use in the patient. The balloon was exchanged for a new armada 35 balloon, which was used successfully for the rest of the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.